Event description:
The customer reported to olympus, the video system center, each time the physician attempted to take a picture during the examination procedure, the endoscopic image appeared blacked out with an error saying to please check the scope. Turning the power off and back on temporarily solved the problem, but the blackout image would reappear each time the physician attempted to apply a slight angle. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no abnormalities could be confirmed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was not an anomaly of the device, but a phenomenon caused by the gastrointestinal videoscope (gif-xp170n) used in conjunction with the video system center (cv-170). However, it was not possible to identify the factors that led to the poor videoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.